Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported difficult to remove was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 60% stenosed, moderately tortuous, and mildly calcified anatomy and/or inadvertent mishandling resulted in the noted bend in the core; thus resulting in the reported difficult to remove due to resistance between devices. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 60% stenosed, moderately tortuous, and mildly calcified lesion in the mid right coronary artery. A 014 hi-torque pilot guide wire was advanced in a non-abbott balloon catheter; however, the guide wire was unable to be removed from the balloon catheter due to resistance. Both the balloon catheter and guide wire had to be removed as a unit. The procedure was successfully completed with a new whisper ms guide wire and balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.